Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the tip of the driver shaft broke off during tightening of the hip screw. This caused no delay, patient was not affected, and this surgery continued as normal. Patient is in stable condition. The device will be returned.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of applying torque greater than the yield strength of the material, possibly secondary to contributions from either hard bone or insufficient drilling depth during bone preparation, that resulted in the shearing off of the driver hex tip. The most probable root cause associated with the reported event of "broken / non-functional" is associated with small pieces of the device breaking off unexpectedly. Section d9: device available for evaluation.